Manufacturer narrative:
Additional information provided. The customer¿s report of a failure to disconnect the bifuse from the maxzero was confirmed. Visual inspection of the set noted a vertical crack (in direction of fluid flow) extending almost completely from end to end of the spin collar at approximately the opposite side of the molding injection gate. The root cause for the vertical crack on the male luer collar was identified to be the application of 70% ipa without allowing for sufficient drying time (as is possible in the use of dualcaps) that can cause stress cracking in combination with multiple contributing factors such as high hoop stress or outside force from use and over-tightening (facilitated by undried alcohol acting as a lubricant) placed on the male luer either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents, extended use and repeated connection/disconnection of the component, and possible manufacturing molding defects that may also contribute to the observed cracking and breakage in the male luer.

Event description:
The customer reported that on 9 wt hematology/oncology, the bifuse was stuck in the maxzero. The nurse attempted to realign the spinning collar with the grooves to unscrew it, but was unable; the grooves were broken/worn down. The nurse also noted the spin collar to be cracked. The customer states this is an ongoing issue, and that when the spin collar cracks/breaks, they are unable to realign the "teeth" to disconnect. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on 9 wt hematology/oncology, the bifuse was stuck in the maxzero. The nurse attempted to realign the spinning collar with the grooves to unscrew it, but was unable to get them to grab hold. The grooves were broken/worn down. The nurse also noted the collar to be cracked. The customer states this is an ongoing issue, and that when the spin collar cracks/breaks, they are unable to realign the "teeth" to disconnect. There was no patient harm.